Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet device split in half, and a replacement was processed after the device serial number was provided. Symptoms included hyperglycemia with a reported peak of 380 mg/dl and elevated glucose persisting for approximately 48 hours. Outcomes included the use of backup therapy with external insulin injections and no medical intervention or hospitalization. Investigation included standard troubleshooting and education with the patient¿s caregiver and collection of blood glucose impact details. Investigation of this case revealed physical damage to the device housing consistent with a broken or cracked screen/device enclosure and a resultant interruption of normal device function. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling or external forces.